Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed and the drive support cap stick out. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. The insulin pump was unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a severely scratched display window, cracked case at display window corner and cracked battery tube threads.